Event description:
It was reported that a large volume folfusor did not infuse at all. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The batch was manufactured june 13, 2013 - june 14, 2013. The device was received for evaluation. Visual inspection and functional testing were performed. No nonconformances were observed. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.